Event description:
Customer reports receiving an error 4 message when removing test strips from the meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The original complaint was not confirmed. Performed investigation on returned meter. Memory overwrite was observed. Customers and retailers have been informed through the famay2006 letter.